Event description:
The account is alleging that the brake will set and not unlock and other times it will not hold when brakes are set. No injuries reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.